Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the pump system was explanted, replaced, and reprogrammed due to a motor stall whose recovery was more than two hours after the stall. The patient was reportedly not exposed to any magnets. The parents reportedly heard a critical alarm and immediately contacted the managing physician who instructed the parents to start oral anti-spasmotics and to bring the patient into the hospital. The patient was reportedly asymptomatic for withdrawal at any point in the time since the initial motor stall. The pump logs showed a motor stall on (B)(6) 2014 at 1:24 and a recovery on (B)(6) 2014 at 16:28. Another motor stall was noted on (B)(6) 2014 at 1:14 and was still stalled when the pump was replaced on (B)(6) 2014 at 9:00. The patient was reportedly alive with no injury at the time of report. The pump was infusing baclofen. It was further reported that the cause of the issue was not yet determined. The issue was resolved following replacement of the pump. Additional information was requested, but was not available at the time of report.

Manufacturer narrative:
Analysis of the pump found a significant anomaly. It was determined through analysis that there was a gear train anomaly in the motor due to corrosion/wear/lubrication. It was also determined that there was a gear train anomaly in the motor from a stall due to shaft-bearing.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient experienced baclofen withdrawal, specifically gablofen. The reported symptoms were agitation and mild headache. The severity of the event was reported to be mild and resulted in in-patient or prolonged hospitalization. The event reportedly resolved without sequelae on (B)(6) 2014. Further details were provided regarding the onset. A two tone alarm had been heard every 20 minutes by the patient and caregiver on (B)(6) 2014. It was noted that there was a motor stall recovery logged at 14:58 on (B)(6) 2014. It was noted that the etiology was related to the pump device or therapy. It was unlikely related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.